Event description:
Report alleges pt denies decreased size or history of trauma but states that they are softer now and complains of some increased heat and soreness in breasts. Report also alleges pt has developed systemic complaints including arthralgias/myalgias, paresthesias/dysesthesias, spasms, swelling, tender subcutaneous lumps, fatigue, sleep disturbances, frequent sore throats, hot flashes, headaches, visual problems, dizzy spells, memory loss, dry mucus membranes, hair loss, sensitivity to sun/cold, shortness of breath/chest pain, choking sensation, increased cholesterol, weight gain, gastrointestinal/genitourinary problems, easy bruising and miscarriage. Pt is otherwise healthy.